Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with superficial corneal abrasion in the right eye (od) that was discovered after slit lamp exam. The patient was prescribed an antibiotic (ciprofloxacin) and a bandage contact lens(bcl) was placed. The patient reported discomfort. The patient's comments were of both eyes involuntary closing and the night before had pain on the right eye that lasted till the next day. The patient indicated minor improvements from the night before. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. The surgery center noted the patient did not fill ciprofloxacin and the bcl was removed. The surgery center stressed the importance of use of antibiotics. Bcva from (B)(6) 2018. Right eye pre-op 20/20 -4.75 x -.75 x 112. Left eye pre-op 20/20 -4.25 x -1.00 x 95. Bcva from (B)(6) 2018. Right eye post-op 20/20 .75 x -.75 x 150. Left eye post-op 20/20 .25 x -.75 x 100.